Event description:
Atrium stent was being withdrawn in thoughts of using a shorter covered stent, however as it crossed into the radial arterial sheath, the stent was dislodged from the balloon. Stent was in radial artery, but was unable to be removed or deployed in this location. Stent eventually deployed in the axillary artery. Patient had increased procedure time, but no long-term harm.